Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a combined cataract and vitrectomy procedure, the screen of the system darkened when trying to perform intraocular diathermy. A system advisory displayed. After recovery of the system, another system advisory displayed. The system became inoperable. The operation was terminated. The patient was hospitalized and a second procedure was performed the next day. The procedure was successful.

Manufacturer narrative:
Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery. The company service representative examined the system and was able to replicate the reported system messages (sm). The supervisor module and the power controller printed circuit board (pcb) were replaced to address the issue. Unrelated to the reported event the ar also replaced the u/s diathermy module for a sm ¿us/diathermy - sub module failure (no communication with host)¿ that displayed. The system was then tested and met all product specifications. The system was manufactured on october 27, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming supervisor module and power controller pcb. The manufacturer internal reference number is: (B)(4).